Manufacturer narrative:
One device was returned for investigation. Inspection found a cracked lcd screen causing liquid crystal leakage. This confirmed the customer complaint. Root cause determined to be due to impact damage from the customer. Due to the age of the device, it will not be repaired. Device history review was not done due to the age of the device which indicates no manufacturing issue. Service history review showed that the device had not been in for service previously.

Event description:
Additional information received on 22-may-2023 via email: the event occurred during preventive maintenance on (B)(6)2023. There was no patient harm/injury.

Manufacturer narrative:
Date of event and UDI are unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer had display issues. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.